Event description:
The customer reported that there was a problem with the prisma machine taking off too much fluid during a pt's continuous renal replacement therapy (crrt) session. Facility's intensive care nurse had the machine programmed to remove 210 ml/hour, however from 1:00 am to 2:00 am the machine indicated that the fluid removal was 406 ml. She programmed the machine for zero fluid removal, but noted in the next half-hour the machine had already removed 137 ml. Thus, there was an excessive fluid removal of 333 ml over a 1.5 hour time frame during a pt's crrt session.